Event description:
Consumer alleges when the lift was being used they heard a loud snapping noise and seen that some of the hardware fell out of the lift. Consumer alleges the lift not longer works now.